Event description:
Per history, pt was brought to emergency dept post collapsing from his second story home while pruning a tree. (No info regarding how he was pruning, with an electric device or manually). Ems staff found pt unresponsive with no vital signs. Difficult removal from roof. It was learned that pt had an implanted programmable pacer cardioverter defibrillator. Acls measures according to protocols carried out. Pt intubated, was comatose, came to emergency dept, admitted, coded at 7:30 pm, and expired.